Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation and excessive force. Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the stent delivery system post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a non-calcified fibrolipid lesion in the left anterior descending artery, a 3.5x15 xience prime stent delivery system (sds) was advanced via direct stenting. Reportedly, the sds balloon was inflated at 16 atmospheres and the stent was deployed and the balloon was deflated; however, the sds balloon did not detach from the stent after applying strong force several times. The sds, guide wire, and guiding catheter were removed from the patient as a single unit. Reportedly, the stent was verified with optical coherence tomography (oct) and was noted to be well expanded and in the correct position. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.